Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2022, a borea dr, (B)(4) was implanted because a replacement of a pacemaker kora. No electric scalpel was used during the procedure. During the first interrogation after the implant, the pacemaker was found in standby mode and with the reset alert on the same (B)(6) .

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2022, a borea dr, (B)(4) was implanted because a replacement of a pacemaker kora. No electric scalpel was used during the procedure. During the first interrogation after the implant, the pacemaker was found in standby mode and with the reset alert on the same (B)(6).

Event description:
On (B)(6) 2022, a borea dr, sn (B)(6) was implanted because a replacement of a pacemaker kora. No electric scalpel was used during the procedure. During the first interrogation after the implant, the pacemaker was found in standby mode and with the reset alert on the same (B)(6). The physician is requesting an analysis of this case to know the reason of this reset alert and to confirm the proper function of the pacemaker.